Manufacturer narrative:
The technician upgraded the brake linkage to repair the stretcher.

Event description:
Information received indicates the stretcher still rolls after the brake/steer pedal is placed into the brake position.